Manufacturer narrative:
Explanted date - device was not explanted the actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. A review of the device history record of the product code/lot number combination was conducted with no findings. The complaint was unable to be confirmed. An exact root cause for the issue was unable to be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode & effects analysis (fmea).

Event description:
The doctor called the terumo senior field clinical specialist and reported that while the doctor was scrubbed in trying to deploy a angio-seal. The doctor explained that after locating the arteriotomy and removing the locator, he advanced to angio-seal device, then retracted into rear locking position. At that point he went to retract the device to seal the vessel, however the device would not retract back. The terumo senior field clinical specialist explained that it sounded like the doctor was experiencing suture lock-up and he walked him through cutting the tube to be able to seal the vessel. This technique worked and the doctor was able to seal the vessel. The stated that the procedure sheath was a 7fr and he was sealing with a 6fr angio-seal. The terumo senior field clinical specialist explained to him that is not indicated, and he should use an 8fr with a 7fr sheath. The patient condition was stable, and the procedure outcome was satisfactory. Additional information was received on 30 nov 2022: the patient procedure prior to the use of the angio-seal device was a peripheral arteriogram.